Event description:
The pace/sense portion of this lead was capped due to noise. The physician uncapped and reused the previously implanted pacer lead. The shock portion of this lead remains actively implanted. Should add'l info become available, this file will be updated.